Manufacturer narrative:
The 25-gauge flex laser probe was received and a visual assessment of the returned sample showed to have excess adhesive in the nitinol-cannula junction. Further evaluation replicated the reported event. The 25-gauge flex laser probe was packaged on december 3, 2019. There were 744 paks associated with this lot. Based on assessment, the product met specifications at the time of release. It should be noted that the laser probes are visually inspected during manufacturing to verify the tips are conforming. The root cause can be attributed to excess adhesive on the nitinol-cannula junction. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported the laser probe got stuck and was difficult to be inserted through the trocar. The case was completed after replacing the laser probe. Patient information is not available. There was no patient harm.